Event description:
The customer tried to download the device but it wouldn't transfer the data. Upon inspection of the device, a blue discoloration and powder was found on the back of the base unit. It looks blue and appears to be corroded. A request was made for the return of the suspect device and replacement product was sent.